Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced unexpected air in line. The following information was provided by the initial reporter: this is a used product that needed to be sequestered when unexpected air was discovered in line.

Manufacturer narrative:
The following fields are potential lots: d4: medical device lot #: 22069458. D4: medical device expiration date: 23jun2025. H4: device manufacture date: 23jun2022. D4: medical device lot #: 22069459. D4: medical device expiration date: 23jun2025. H4: device manufacture date: 23jun2022. D4: medical device lot #: 22069520. D4: medical device expiration date: 28jun2025. H4: device manufacture date: 28jun2022. D4: medical device lot #: 22069521. D4: medical device expiration date: 29jun2025. H4: device manufacture date: 29jun2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary 3 used samples (model # 2426-0007) were returned for quality investigation by the customer. It was reported by the customer that unexpected air was discovered in line. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with water solution and allowed to prime using gravity. An infusion was completed successfully using the bd alaris pump and pump module at a rate of 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed throughout the infusion, and there was no air-in-line alarm. The failure was unable to be replicated. A device history record review could not be performed because a lot number is unknown, however, several potential lots were identified to be: 22069458, 22069459, 22069520, 22069521. A device history record review for model 2426-0007 and lot number 22069458 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2022. A device history record review for model 2426-0007 and lot number 22069459 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2022. A device history record review for model 2426-0007 and lot number 22069520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2022. A device history record review for model 2426-0007 and lot number 22069521 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced unexpected air in line. The following information was provided by the initial reporter: this is a used product that needed to be sequestered when unexpected air was discovered in line.